Event description:
It was reported that hospital received 2 damaged boxes of the cement. They appear to have been damaged during shipping.

Manufacturer narrative:
Product was discarded. If add'l info becomes available, it will be submitted in a supplemental report.